Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory indicated that the allegation against the returned power adapter was confirmed. Analysis found that the plastic on the power prongs and blade contacts had melted.

Event description:
Boston scientific received information that the communicator had a power anomaly. A boston scientific company representative verified that the power cord stopped working and that the patient advocate had tried multiple outlets yet there was no power on the power brick. The company representative will send a replacement of the power cord and a return label. Additional information indicated that the allegation against the returned power cord adapter was confirmed. The plastic on the power prongs and blade contacts was found melted during analysis. The communicator remains in service. No adverse patient effects were reported.